Event description:
It was reported that a patient with a hahn tapered implant failed. The patient has no medical or dental pre-existing history prior to implant. The implant site has type ii bone quality. The implant was placed into tooth # 28 on (B)(6) 2020. On (B)(6) 2020, the patient returned complaining of constant pain on the jaw and surgical site. Upon exam, the provider notes there was no sign of infection. The device was removed and the patients pain resolved.

Manufacturer narrative:
Updated to clarify the initial complaint description. The device investigation has been completed and the results are as follows: DHR results the DHR was reviewed and there was no evidence discovered to indicate that a product defect or non-conformity contributed to the issue. The part met all the criteria called for in the production router. Stock product reviewed results: the packaged stock product is not applicable for review since no defect or non-conformity observed from returned product. Investigation methods/results the implant was returned but not in original package. The implant was verified to be a hahn tapered implant 4.3 mm x 16 mm (70-1154-imp0013) using radiographic template (pk-209-062515). There was no defect or non-conformity observed and the threads were intact. Bone debris was observed from the implant. Root cause probable causes of the pain and discomfort could be the incorrect preparation of the osteotomy site and damaged the existing dentition or nerves. However, it was unknown if customer properly followed the drilling protocol from IFU and surgical manual.

Manufacturer narrative:
The device has been returned, but the investigation has not yet begun. Once the investigation has been completed a supplemental report will be submitted. Patient weight: asked, but unknown.

Event description:
It was reported that a patient with a hahn tapered implant 4.3 x 16 mm implant complained of constant pain and discomfort on the jaw and surgical site. The patient's discomfort stopped after the implant was removed. The implant was placed into tooth # 28 on (B)(6) 2020 and was explanted on (B)(6) 2020. The implant site has type ii bone quality. There was no sign of infection. The patient has no medical or dental pre-existing history.